Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection revealed that the distal part of the lead was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage, tensile forces during the explantation procedure should be taken into consideration. In the course of the analysis, no other deviations were noted. In particular, the values of the parameters measured during mechanical analysis of the fixation mechanism were within the technical specifications. The electrical analysis did not show any peculiarity. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced because it was compromised during rv lead extractions. There were no adverse patient events reported. Should additional information be received, this file will be updated.